Event description:
It was reported that the physician experienced difficulty completing deployment of the filter. The legs of the filter would not fully deploy. There was approximately 1 to 2 inches of pusher wire left between the handle and the touhy borst adapter. The physician made multiple attempts to complete the deployment. The physician was finally able to complete the deployment by twisting the pusher wire and pulling the sheath. The filter remained in the desired location and was left implanted. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter has not been returned for evaluation as it remains implanted. The delivery system was not returned for evaluation. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The information for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.